Event description:
It was reported the patient presented to the emergency room with complaints of pain when taking deep breaths. Upon interrogation, it was observed the ventricular leadless pacemaker was failing to capture and had low pacing impedance. Imaging was completed to confirm the device did not dislodge and there was no sign of perforation. The device was explanted and a minor amount of tissue was observed on the electrode. The device was cleaned and reimplanted at a different location without issue. The patient was stable.